Event description:
It was reported that patient experienced discomfort at ipg site due to the size of ipg. Surgical intervention was undertaken wherein the ipg was explanted, replaced and repositioned to the patient's other side. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.